Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Contact declined to perform troubleshooting and any further follow up. Customer's blood glucose level was not impacted.